Manufacturer narrative:
The manometers within the disposable hyperinflation system have become dysfunctional. The result required the clinician to switch bags and caused a delay in ventilation. No images or returned product. However, the complaint filed has occurred from the same customer previously, and this issue of the broke manometers has occurred before (as stated in the email). Complaint not confirmed. This issue since the last complaint has been corrected and new drawings have been in place to prevent this issue. Per the DHR, no manometers were pulled during inspection. During sample testing all samples passed as well as the visual & functional inspection. No nc's attached. There are 29 units available from this lot. However, 11 units have been returned for a separate complaint/issue (old product that has since been updated). For the hyperinflation system fmean-20020e was referenced. In section 010, on page 14, third line up from the next section, it states "damaged components", "failed product with final user", "damaged components during the transportation" or "damaged components during the storage", "check by damaged components during the receiving. Inspect the components during the incoming inspection with the proper documents", s=7, o=1, d=4, rpn=28, rc=1. Likely causation was that the product was damaged in transit. Product passed inspections during production.

Event description:
The manometers within our disposable hyperinflation system have become dysfunctional. Possible delay in ventilation.

Event description:
The manometers within our disposable hyperinflation system have become dysfunctional. Possible delay in ventilation.

Manufacturer narrative:
The manometers within the disposable hyperinflation system have become dysfunctional. The result required the clinician to switch bags and caused a delay in ventilation. No images or returned product. However, the complaint filed has occurred from the same customer previously, and this issue of the broke manometers has occurred before (as stated in the email). Complaint not confirmed. This issue since the last complaint has been corrected and new drawings have been in place to prevent this issue. Per the DHR, no manometers were pulled during inspection. During sample testing all samples passed as well as the visual & functional inspection. No nc's attached. There are (B)(4) units available from this lot. However, 11 units have been returned for a separate complaint/issue (old product that has since been updated). For the hyperinflation system fmean-20020e was referenced. In section 010, on page 14, third line up from the next section, it states "damaged components", "failed product with final user", "damaged components during the transportation" or "damaged components during the storage", "check by damaged components during the receiving. Inspect the components during the incoming inspection with the proper documents", s=7, o=1, d=4, rpn=28, rc=1. Likely causation was that the product was damaged in transit. Product passed inspections during production. **UDI related data quality updates only**

Manufacturer narrative:
The manometers within the disposable hyperinflation system have become dysfunctional. The result required the clinician to switch bags and caused a delay in ventilation.

Event description:
The manometers within our disposable hyperinflation system have become dysfunctional. Possible delay in ventilation.